Event description:
Customer reported blood glucose results of 163 mg/dl and 85 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. The customer reported having 2 drums of strips with different expiration dates. Lot numbers not reported. It was not determined which drum was used in the comparison, a request was made for the return of the system, replacement was sent.